Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level that ranged from 16-17 mg/dl. Customer was treated in the ER with carbohydrates and was released 8 hours later with no permanent damage. The cause of the low bg was unknown. A system check was performed by tandem technical support and determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.